Event description:
It was reported that during deployment of the ancure endograft that the contralateral attachment system prematurely deployed. The contralateral limb was distal enough for attachment and a smart stent was added to ensure an adequate seal.